Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reseated the fluoro functions board, calibrated the collimator and the camera, and saved the calibration files to the system. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system displayed an iris collimator error message. No patient injury was reported.